Event description:
The customer reported the monitors won't turn on during boot up. No pt injuries were reported.

Manufacturer narrative:
The ge service rep was unable to duplicate the problem. He checked the interconnect cable for broken wires, checked the lemo connector for pushed in pins. All was in good condition. The rep verified workstation boot up in stand alone, and verified system bootup. He continued with rebooting of the system without any issues. The system runs as intended.